Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that a patient underwent an oral procedure on (B)(6) 2015 and suture was used. Two weeks after the surgery the suture had not yet dissolved, so the surgeon removed it. There were no adverse consequences for the patient reported.